Manufacturer narrative:
Manufacturer report number 1220648-2024-08822 was submitted in error. This is not a reportable event. This supplemental report is to retract the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the purge line was noted to be leaking and fluid was coming out. The defect was between the purge cassette and the disc. The purge cassette was replaced. The automated impella controller (aic) displayed 'low purge pressure' alarm. There was no reported patient harm